Event description:
A software error was detected causing a malfunction alarm, which did not result in the customer's blood glucose level exceeding 500 mg/dl. Technical support provided instructions on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the malfunction reoccurs.